Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier could not verify the failure of the unit displaying system failure and producing the error codes 67 and 107. The supplier stated, no defect found. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal failure with a loud alarm when attempting to use on a patient. The iabp was not used. The biomed later reported that the end user connected the invasive blood pressure cable and the device immediately produced a high pitched alarm and displayed "system failure". No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/114) the overall 15 month product complaint trend data for the period (apr 2019 through jun 2020) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and could not verify the reported failure of fault codes 67 or 107 occurring. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal failure with a loud alarm when attempting to use on a patient. The iabp was not used. The biomed later reported that the end user connected the invasive blood pressure cable and the device immediately produced a high pitched alarm and displayed "system failure". No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm powered the iabp on and it passed all self-tests. The iabp was connected to a known system trainer and known intra-aortic balloon (iab); initiated pumping and worked successfully for 30 minutes without any alarms or errors. Troubleshooting revealed fault code 67 and 107 occurred multiple times. The stm replaced the front end board and power management board according to the service manual. In addition, the alarm daughter board and battery were also replaced. The iabp ran for 24 hours without any alarms or error messages displayed and the stm then completed all safety, functionality and calibration checks which all passed per factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal failure with a loud alarm when attempting to use on a patient. The iabp was not used. The biomed later reported that the end user connected the invasive blood pressure cable and the device immediately produced a high pitched alarm and displayed "system failure". No patient harm, serious injury or adverse event was reported.